Event description:
Report received from (B)(6), stating that they could not insert the cutter into the device. It is known that this event did not occur during surgery - however, it is unk if there was pt/user injury or medical intervention. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).